Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that prior to a procedure the illumination output was low. The case was initiated and completed as planned using the auxiliary illumination. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp replacement was ordered for the customer to install. Based on qa assessment, the product met specifications at the time of release. Although the company represent was able to replicate the reported event. Based upon the available related information, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).